Manufacturer narrative:
The device was received with the soft cannula fully deployed, and it was observed to be flattened and stretched of specification. The investigation found a puncture in the exposed portion of the soft cannula at the needle tip and fluid was observed to leak from the puncture. The exact cause and timing of the cannula damage could not be determined and as a result it could not be determined if it contributed to the reported leaking during wear. The exact cause of the reported event could not be conclusively determined. The initial attempts to download the pod data were unsuccessful as the battery voltages were measured to be lower than expected. The pod was hooked up to an external power supply and an attempt to connect with the master controller was made; however, it was unsuccessful. The pcb was removed from the pod chassis and hooked up to an external power supply and an attempt to connect with the master controller was made, however it was still unsuccessful. The pod was unable to be connected to a master controller, and the download data could not be retrieved. The pcb was inspected under magnification and no damage or defects were observed. The cause of the low battery voltages and data loss could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s931usqs5ayh2. Hardware: sm-s931u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing.